Event description:
It was reported that the ilet user requested guidance to change their sensor. During follow-up the user reported a screen reading of 228 mg/dl. Troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified consistent with not starting a new sensor in a timely manner; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.